Event description:
It was reported that the posey bcs has a hole in the panel, they could not specify what side. No pt injury reported.

Manufacturer narrative:
Hole in panel, front side a: the top ridge insert pin is ripped from tape, front side a literature bag has a 1 inch hole. Right side c right leg zippers slider body is open. Small window c has a 1 inch hole in the netting. Conclusions: no conclusion can be drawn.